Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. It was determined that loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023, the parent mentioned the follow app was not working and she was not getting reading. The parent checked on the patient and he was passed out. The signal loss alert was reportedly present for 2 hours on the patient's dexcom g6 app smart device at the time of the incident. It was not documented whether the patient was monitoring the blood glucose (bg) by fingerstick during the time without signal. The parent treated the patient with baqsimi. It was not documented whether the patient checked a bg prior to administering treatment. An ambulance was called, and the patient was treated further with IV glucose. The patient was discharged from the hospital the following day. The parent declined to provide further details and only wanted a replacement sensor for the one that had been removed during the event. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.